Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with external defibrillations being delivered to the patient while wearing the lifevest. There is no indication that the monitor was malfunctioning prior to the external defibrillations, and there is no indication that the open resistor caused or contributed to the patient's death. The monitor acted as designed and was able to deliver a full-energy pulse to the patient. Manufacture dates: belt: 5/24/2012, monitor: 4/18/2014.

Event description:
A us distributor contacted zoll to report that a lifevest patient passed away on (B)(6) 2018 at 5:07 pm. The patient was reportedly at a clinic receiving dialysis prior to passing, and it was reported that the patient was not wearing the lifevest at the time of passing. It was reported that the dialysis clinic staff and ems attempted to resuscitate the patient. Review of the patient's download files confirmed that the patient was appropriately treated by the lifevest prior to passing. At 1:48:43 pm, an arrhythmia was detected. The patient's ECG shows vf. Gel was released at 1:49:08 pm, and a 150j treatment was delivered at 1:49:20 pm. The post-shock rhythm was bradycardia at 40 bpm. The patient then received two non-lifevest defibrillations from the clinic staff at 1:53:23 pm and 1:55:44 pm. The patient's rhythm at the time of both treatments was vf. Motion and CPR artifact obscured the rhythm and prevented the lifevest from detecting and delivering a treatment. The post-shock rhythm for the first non-lifevest treatment was obscured by CPR artifact, and the post-shock rhythm for the second non-lifevest defibrillation was atrial fibrillation (af) at 150 bpm with motion artifact. Noise flags are seen in the patient's flag files from 1:58:11 pm to 2:23:10 pm. The lifevest was shutdown at 2:53:47 pm and the patient reportedly passed away at 5:07 pm while not wearing the lifevest.